Event description:
It was reported to medtronic neurosurgery that when the physician tested the valve before implantation, they found it was leaking. A new shunt kit was used to complete the surgery. It was also reported that there was no impact on the patient.

Manufacturer narrative:
The returned valve was patent. It met all of the requirements for the siphon, reflux, pressure-flow, and preimplantation tests. It did not meet requirements for the leakage test. A tear was observed on the bottom delta chamber membrane. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompanies the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling of the valve to avoid cuts, nicks, or tears. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. The returned ventricular catheter was patent. It did not meet requirements for the leakage test. The ventricular catheter was torn I nto two pieces at 14 cm. Mark. Tooling marks were observed around the tear site. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. The IFU cautions that low tear strength is a characteristic of most reinforced silicone elastomer materials. Care must be taken with the handling of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. The returned peritoneal catheter was patent. It also met requirements for the leakage test. A review of the manufacturing records showed no anomalies. (B)(4).